Event description:
It was reported that pump displayed malf 3 malfunction and was not able to be reset, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.